Event description:
Baxter canada reports dry minicaps. The home patient (hp) stated the sponges were light beige to clear in color and the pouches were completely sealed. Pt stated pt noted this before pt started the dialysis procedure as well as during the peritoneal dialysis exchange. No pt injury or medical intervention reported.